Event description:
A report was received that the patient had an inadequate stimulation. X-ray confirmed the lead migrated. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.